Event description:
(B)(4). It was reported that on (B)(6) 2025, the patient underwent a transcatheter aortic valve implantation (tavi). A perclose prostyle device was used on the right and left groin for the tavi procedure. The next day, (B)(6) 2025, the patient was noted to have elevated white blood cell count above the normal reference range. The progress note from (B)(6) 2025 mentions a diagnosis of leukocytosis and to monitor the patient. The patient was discharged from the hospital on (B)(6) 2025. No treatment was given. Approximately one month later, (B)(6) 2025 showed the white blood cell count had decreased and was now within the normal reference range. Physician opinion is that it is possible that leukocytosis could have been caused by the closure device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.